Event description:
It was reported that the distal end broke off in a patient. It was further reported that the piece was retrieved from the patient.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. The ceramic tip together with the electrode detached from the base and was returned for evaluation. Scratch wear marks with a pointy object were observed on the lumen, ceramic and insulation. The scratch wear marks are concentrated on the front side of the probe. In addition, the insulation below the electrode location is lifted indicative of friction or scrapping against an object. The unit was connected to an energy console. A p2 error code was observed. A p2 error corresponds to a ¿probe expired error¿ - the time since the first activations of the current probe has exceeded 24 hours. A p2 error code is expected (normal) to be obtained when connecting the probe after 24 hours of being activated for the first time. The device history record of the reported lot number was reviewed. There were no manufacturing related discrepancies observed that could contribute or is related to this condition. Based on the returned unit¿s evaluation, the unit was used for an extended period of time before the condition was observed which increases the possibility that the failure could be caused by a combination of torque forces (misuse) applied and/or scrubbing against another instrument (burr, cutter, etc) or bone, during surgery in combination with the part strength per design (design factors like material properties, stress concentration areas and cross section of the part). In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the distal end broke off in a patient. It was further reported that the piece was retrieved from the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.